Event description:
On (B)(6), 2009, a (B)(6) male pt underwent a routine filter placement via the right femoral approach. The filter was placed in the infra-renal ivc per the hosp protocol. This filter was placed in preparation of surgical intervention on pt's right knee. Through a routine chest x-ray taken on (B)(6), 2009, it was reported that the filter had migrated to the pt's right ventricle. The pt is asymptomatic. A second filter was implanted. Importer narrative: the filter was subsequently removed in a surgery on (B)(6) 2009. The device has not been returned for eval. A review of the procedure films was performed by a MFR representative. The origin of the migration is unk.